Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was working on replacing their current ins. It was noted the patient had a paddle lead and their current system was not MRI compatible. They were also not receiving all the therapy coverage they needed. They recently had an x-ray of their back and their ins had done a 90 degree turn in the pocket. The patient mentioned they were having a lot of pain, their pain levels were normally 4-5 and now they were at 7-8 daily. They had not been receiving relief for 6-7 months. The patient noted they were going for a myelogram on friday and they were seeing a new healthcare provider to get a new ins placed. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported the manufacturer representative was meeting with the patient to reprogram until they were able to have the system replaced after the new year.